Event description:
A customer reported that the touchscreen of their device was starting to lift on two sides. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.